Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-mar-2017 and it was reported that the hcp (healthcare care professional) decided to refill the pump earlier instead of in two weeks. The hcp was going to plan refills prior to the alarm date so it was scheduled for (B)(6) 2017. Additional information was received on 28-mar-2017 and it was reported that the troubleshooting performed was that three nurse practitioners attempted to access the pump and found 0 ml. The cause of the volume discrepancy was unknown. The action performed was that the pump was refilled. The plan was to monitor the patient. The hcp told the patient they could do some tests but the patient did not want to and wanted to monitor the pump. The next refill was scheduled 3 weeks prior to the alarm date. The volume discrepancy was not resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (500 mcg/ml at 161.91 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient had come in for a pump refill the day prior (B)(6) 2017. There were no alarms. The actual residual volume was 0 ml. The expected residual volume was 5.5 ml. When they aspirated from the reservoir, they only got back a few syringes full of air. The pump logs were checked. Prior to the refill, the patient started to experience an increase in spasticity. After the refill, the patient went home and that same night started to experience a ¿ton of spasticity¿, but now they were back to baseline. There had been no volume discrepancies in the past. During the previous refill, there were no programming errors or pocket fill. The patient had not started any new heat therapy that they were aware of. The patient¿s next refill date was on (B)(6) 2017, but they would be scheduling the patient to come back on (B)(6) 2017. It was reviewed that at the patient¿s next refill they should be expecting to get back around 10 ml.